Manufacturer narrative:
Pt's weight was provided as a range: (B)(6) pounds. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their symptoms were not resolved but stated that ¿this helps it so much¿. They also stated that the removal brought back all of their past symptoms. Also, the patient mentioned they tried to have the explanted device returned (it was in disposal at hospital) but no one wanted it back. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was undergoing an MRI scan and when she got about breast high into the machine they shut off the MRI machine and pulled her out and said that the magnet in the MRI machine could have pulled her implant out of her skin. Patient was not informed about MRI restrictions prior to implant and ended up getting the interstim system removed because of this. Patient stated she has to use the bathroom about 15 times a night but when she had the interstim implanted it worked well for her. The system was removed about two months ago. Patient stated her doctor told her about a new MRI compatible system she could get implanted in january. There were no further patient complications are anticipated or expected as a result of this event.